Manufacturer narrative:
Plant investigation: this plant investigation was completed prior to receiving confirmation that a sample was available. If and when the sample is returned a supplemental report will be submitted with the results of a physical evaluation. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment when removing the cassette after canceling pd treatment. The treatment was cancelled due to receiving multiple air detected in cassette alarms during drain 4 of 4. The patient reported receiving draining slowly alarms multiple times during drain 4 of 4. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. It was reported that there was fluid within the cycler. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. The patient was advised to retain the set so it can be scheduled for pickup during a follow up call. It was reported that an alternate treatment option was available. There was no adverse event, symptom, nor medical intervention reported during the initial call. Upon follow up, the pdrn reported that the patient did not complete their treatment on the date of the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The reported cycler set is available and a sample return kit was shipped to return the sample for physical evaluation. The reported cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Corrected information: g3 (inadvertently omitted; identified during peer review).

Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. During the disinfection of the actual sample a leak was found on the cassette film. During the visual inspection with a microscope, a hole was observed in the cassette film. The cause was not established. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The event was confirmed, however, a cause was not established.the returned sample was scrapped after evaluation.